Event description:
It was reported during an unknown procedure that the reamer shaft wobbles and is bent. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to viant for evaluation and the reported event is confirmed. The returned straight reamer handle was exhibited to have a deformed power adaptor leading to the reported non-linear reaming (wobble). The hudson power adaptor end was observed to be deformed with signs of material displacement and indentations. This material displacement and deformation would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied) or improper disassembly of the straight reamer handle with the adapter used (not provided by viant). It is unknown what adaptor or power source (neither provided by viant) was connected to the device. The complaint sample was then placed under power to simulate use, wobbling (eccentric motion) was observed due to the damage observed (deformed) on the hudson power adaptor end. Other observations; the reamer head is able to retract and spring back in position as intended. The device can be easily disassembled and assembled as intended. There are numerous signs of wear in the form of scratches, nicks, etc. Throughout the device from repeated use. The IFU sent with this device today, man-004006 rev a, states the following; end of life is generally determined by wear and damage due to intended use. Visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded. Where instruments form part of a larger assembly, check assembly with mating components. Viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. Do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. Manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 1.01 years of use. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. The viant risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. A trend analysis was performed and the failure was reduced as far as possible and the cause of the failure mode was attributed to non-normal use conditions. In conclusion, the reported event is confirmed as the returned straight reamer handle power adaptor is deformed leading to the eccentric motion. From the investigation performed, the root cause is attributed to misuse (unintended use) as deformation of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied) or improper disassembly of the straight reamer handle with the adapter used (not provided by viant). No further investigation with regard to this complaint is required. Complaint information provided by distributor, depuy synthes. (Within 30 days of awareness on 29-sep-2022). However, the initial submission had failed. The device was then returned for evaluation on 15-nov-2022, the evaluation was performed on 21-nov-2022, and the initial emdr was updated accordingly. Since 20-oct-2022, viant medical has been in communication with FDA esg helpdesk (ticket 335890) to resolve the issue with numerous documented emails to no avail until this successful submission of initial & final.